Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. Traces of moisture were found per visual inspection at the lcd board. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker and stained back address serial number label.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2015 with blood glucose of 23 mg/dl at the time of the incident. The pump got wet and the meter got lost and the customer started having lows. The customer's doctor increased the basal rates in the last trimester. The customer was at 126 mg/dl at the time of the call. The customer got into a car accident due to the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.